Manufacturer narrative:
When the clinician put on the gown, she immediately experienced a rash around her mouth and on her face. She also had difficulty breathing. She is a known asthmatic with multiple allergies. She used her inhaler, was seen by the occupational health practitioner and then given an antihistamine with good results. The sample was not returned for evaluation. We have not received any other similar complaints for this product. No corrective action is indicated at this time.

Event description:
A clinician developed a severe allergic reaction after putting on the gown.